Manufacturer narrative:
Date rec¿d by MFR : 07aug2019, date of report : 16aug2019. The manufacturer¿s international service technician confirmed the reported oxygen pressure issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The equipment has been put back into use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported an oxygen pressure failure. There was no patient involvement.